Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during priming the pump encountered occlusion alarms when trying to start patient treatment. There was a delay in therapy. There was patient involvement, and no patient harm.

Manufacturer narrative:
The suspected pump was not returned for evaluation. A 12-month service history review was performed. The customer¿s allegation could not be confirmed, and a probable cause could not be determined, as the device was not returned for evaluation.